Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A syringe needle change was performed resolving the issue. Additionally, a cartridge change error message occurred. The customer successfully reloaded the cartridge and insulin delivery was resumed. Customer¿s blood glucose was 206 mg/dl.